Event description:
On 1/15/96 unsuccessful attempt at inserting subclavian dialysis catheter. When guidewire removed, it was coiled in right subclavian and jugular vein on the right. On 1/16/96 fragmented guidewire removed from right innominate-right jugular vein in the radiology department.